Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be stretched and measured to be 1.089 inches, which is above the specification. The timing and cause of this damage is unknown. Fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The formed needle and bottom housing were inspected for damages or defects that could cause skin irritation and none were found. The exact cause of the skin irritation could not be conclusively determined. An 0x18 alarm was generated, indicating the pod reached an empty reservoir. Inspection of the device confirmed the reservoir was empty. The device functioned as intended, alerting the user to change the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 378 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear and they experienced irritation and bleeding at the pod infusion site. As treatment, the patient administered a manual injection of insulin and applied a new pod.